Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac panel compared to 2 other triage cardiac panels. A (B)(6) old female went to the emergency department (ed). Her initial condition was chest pains. It was not known if she was admitted. Patient's samples were tested immediately after each collection. Sample type collected was whole blood edta. EKG's were normal. No invasive procedure performed since overall clinical assessment of patient did not correspond to results. No lab confirmation performed.

Manufacturer narrative:
Investigation pending.